Manufacturer narrative:
Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was unable to establish telemetry with the remote monitor. The ICD remains in use. No patient complications have been reported as a result of this event.